Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was fractured while in the body. The customer¿s blood glucose was 125 mg/dl at the time of the incident. Customer stated the introduce needle was hard to remove. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 2 opened or used partial sensors and unable to confirm insertion or needle complaint due to customer return sensors no needles. Then made a visual inspection and found both of the sensors with cannula bent. Unable to confirm customer received sensors in said condition due to customer returned opened or used.